Event description:
It was reported that the artificial urinary sphincter (aus) was explanted because the cuff eroded. A new aus device consisting of a 5.0cm cuff, 61-70 cm h2o balloon and a pump, was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Device information: model number: 72404130, lot number: 1000013208, model description: belt cuff fgs 4.0 cm iz.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted because the cuff eroded. A new aus device consisting of a 5.0cm cuff, 61-70 cm h2o balloon and a pump, was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis. It was further reported that the patient experienced pain and there was visible extrusion one week prior to surgery. The patient was recovering well following surgery.